Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device and confirmed with the biomedical engineer (bmed) the speaker could sound and beeped in standalone mode. The (bmed) did not recall a speaker inoperative message being present on the screen of the x2. The (bmed) had found the x2 silence button broken in the (bmed) engineer office. The (fse) replaced x2 display kit to resolve the customer's issue. After x2 display kit replacement, the device was returned to functional use with no further issues identified. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was silence. The device was not in use on a patient at the time of event, there was no patient involvement.